Event description:
Securfit handle would not release from rasp during surgery.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The returned device is in used condition. The strike plate and handle body are heavily marked from impaction suggesting prolonged use. The functionality of the returned device was checked using several sizes of omnifit broaches (catalogs: 1126-0507, -0608, -0810). The handle could be easily assembled to each broach, was able to adequately retain the broach, and easily released the broach. The returned device is deemed fully functional. The root cause of the event could not be determined because the event could not be replicated. Inspection of the returned device found the broach handle to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Securfit handle would not release from rasp during surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.